Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient experienced a backup battery fault on (B)(6) 2020. The site re-seated the battery but the alarm returned. The battery was replaced. No further information was reported.

Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of backup battery fault was confirmed via the log file. The downloaded log file spanned approximately 6 days ((B)(6) 2020 per the timestamp). A backup battery fault activated on (B)(6) 2020 at 09:32 due to load test failure. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold as compare to the unloaded voltage. Prior to the failed load test the controller passed multiple load tests without issue. The alarm resolved after powering off the controller and did not affect the controller¿s ability to operate the pump at the set speed limit. The driveline was disconnected on (B)(6) 2020 at 12:24 for a controller exchange. No other notable alarm was observed. The returned hm3 system controller, serial (B)(6), was functionally tested with the returned backup battery, serial (B)(6). The controller operated the mock circulatory loop for an extended period of time without any issue. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 28feb2018. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including backup battery fault and no external power. Heartmate iii instructions for use section 8-¿equipment storage and care¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller.

Event description:
It was reported that the patient originally started to experience backup battery faults on (B)(6) 2020. The backup battery was then reseated in an attempt to resolve the issue. Backup battery faults continued so the backup battery was replaced on (B)(6) 2020 in another attempt to resolve the issue. However backup battery faults continued again so the controller was replaced on (B)(6) 2020.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient experienced a backup battery fault on (B)(6) 2020 and the battery was replaced. The alarm resolved until (B)(6) 2020, when another backup battery fault appeared and the controller was exchanged. No further information was reported.